Manufacturer narrative:
Insulin pump passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. However, insulin pump alarmed button error followed by intermittent buttons due to moisture damage on keypad traces. Insulin pump received with cracked case at display window corners, battery tube threads, scratches on lcd window, missing back address/serial number label and end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a keypad anomaly. The customer stated a button error alarm had occurred and their insulin pump's screen was scratched. Customer stated the scratches made it difficult for them to read the screen. It was also found the customer had scratches on their battery compartment. Customer's blood glucose was 56 mg/dl. Customer treated their blood glucose with food. The customer could not recall any significant events leading to the keypad issues. Customer also reported a hospitalization event for high blood glucose that occurred on (B)(6) 2013. Customer stated their blood glucose reached 300 mg/dl and the cause of their hospitalization was diabetic ketoacidosis. Customer also reported being sick and passing out prior to the hospitalization. The customer also had no delivery alarms during this time. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.